Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implantation of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 26mm commander delivery system with the 26mm sapien 3 ultra valve got stuck in the 14f esheath during insertion. The valve was approximately 0.14cm into the sheath when it got stuck. The delivery system was pulled back and the entire system was removed in one piece. There was no injury to the patient and a new system was used. As per pre-deco eval: several valve struts bent, several liner strands on the sheath and the sheath tip is split. The I/c bond is torn on the commander delivery system balloon.

Manufacturer narrative:
The esheath was received after use in the procedure with a 26mm commander delivery system and full loader assembly inserted through it. The valve was exposed and caught approximately 1¿ from the comnut. The esheath was visually inspected upon receiving and the following was observed:  the valve was stuck 1" from comnut. Two punctures were found on the strain relief. Two valve struts were bent and protruding through the liner and strain relief. The distal end of the strain relief was bunched. The sheath was kinked 1¿ from distal strain relief. The hdpe was damaged at the same location. The liner was torn 2¿ distally from distal strain relief . Underneath the strain relief, the liner tear continued for a total of 4¿. Four strands were observed along the liner tear. The tip remained unopened. However, the soft tip was severely damaged. Scratches were observed along distal end. The distal tip split 0.25¿ in length. The distal 8.5¿ of the sheath remained unexpanded. Photos of the complaint device were taken after the procedure and provided by the complaint event site. The following was observed: the liner appears torn. The valve was exposed through the sheath and caught 1¿ from the comnut. Two valve struts were bent and protruding through the liner. The liner thickness was measured along the length of tear. The sheath liner thickness at all measured locations met the specification. Based on the nature of the complaint, there was no applicable functional testing. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported events. Regarding the reported resistance with the delivery system, although the complaint was confirmed, a complaint history review is not required as the issue has been previously identified in corrective action preventative action (CAPA) investigation, which captures root cause analysis for the issue. In regard to the reported sheath damage, liner tear, sheath distal tip split and liner strands, a review of complaint history on confirmed device complaints (returned and no product returned) from august 2019 to july 2020 revealed the following for the esheath (all models and sizes) for all the complaint codes associated with this complaint. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The following IFU and training manuals were reviewed for guidance and instruction on device preparation and usage involving the esheath: instructions for use (IFU) for esheath, IFU for commander delivery system with sapien 3 ultra, device preparation manual and procedural training manual. Thv delivery: caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation to minimize the risk of damage to the iliac vessel(s). Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported events for resistance with delivery system, sheath shaft damaged, sheath shaft liner tear, sheath distal tip split, and sheath shaft liner strand were confirmed by the condition of the returned device. However, no manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. Regarding the reported resistance with delivery system, as per the case notes, the patient had ¿strong¿ calcification and mild tortuosity of the access vessel. Additionally, the right access vessel may have been undersized as the mld was noted as ¿+/- 5.5mm.¿ calcification and tortuosity, in addition to an undersized vessel, can prevent the sheath from fully expanding to allow for a smooth delivery system advancement. The scratches found along the sheath shaft and the soft tip damage illustrate the sheath interacted with calcification upon insertion. Available information suggests that patient factors (access vessel calcification / tortuosity / undersized vessel) may have contributed to the complaint event. Regarding the reported events sheath shaft damaged, liner tear and liner strand, the sheath shaft damage, liner tear, and liner strand likely occurred due to excessive device manipulation during advancement and retrieval of delivery system with a damaged valve. Per the complaint description, ¿the valve was app.14cm into the sheath when it got stuck. The delivery system was pulled back and the entire system was removed in one piece.¿ as the device was manipulated to continue advance forward, it may have resulted in the bent struts on the valve. As it was attempted to be pulled back, it is possible that the bent valve struts interacted with the sheath liner, leading to the observed liner tear, liner strands, and punctures of the strain relief. The sheath damage appears to be the valve strut catching on the sheath and damaging the hdpe while tracking the device. Available information suggests that procedural factors (damaged valve / bent struts caught on sheath / excessive device manipulation during device insertion and retrieval) may have contributed to the complaint events. Sheath distal tip ¿ split as mentioned above, the scratches found along the sheath shaft and the soft tip damage illustrate the sheath interacted with calcification upon insertion. Additionally, the sheath was likely manipulated to overcome to resistance during advancement of the delivery system. The combination of interaction with calcification during insertion of the sheath and excessive force likely resulted in the split of the distal tip. Available information suggests that patient (access vessel calcification) and procedural factors (excessive force & manipulation during device insertion/withdrawal) may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Regarding the reported resistance with delivery system, ss there was no confirmed edwards defect, no corrective or preventative actions are required. However, after review of the similar reported issues per product risk assessment (pra), a corrective action preventative action (CAPA) was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). Regarding the reported sheath distal tip damaged, liner tear, liner strand and damage, since no edwards defect was identified, no corrective or preventative actions are required. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required.